Event description:
It was reported that a female patient underwent a right-sided atrial flutter procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. It was noted that this patient had a medical history of a large pouch in the isthmus that may have contributed to this event. During the ablation phase, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram and surface echocardiogram. A pericardiocentesis was performed and an unknown volume of fluid was removed. The patient was reported to be in stable condition at the time this event was reported. After the pericardial effusion resolved, the smarttouch catheter was displaying noise from the distal electrodes on the carto 3 system and on the recording system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The replacement catheter was used to complete the procedure. Additional information was received on the event. There was no transseptal puncture done and the patient did not receive any anticoagulation during the procedure. The patient did require extended hospitalization because of the adverse event. The physician did not provide a causality opinion for the cause of this adverse event. The power was not titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure. This event is being reported because of the adverse event. The noise issue is not reportable as the patient¿s heart rhythm is still visible because all electrcardiograms were not affected.

Manufacturer narrative:
(B)(4) it was reported that a female patient underwent a right-sided atrial flutter procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. After the pericardial effusion resolved, the smarttouch catheter was displaying noise from the distal electrodes on the carto 3 system and on the recording system. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found no reading in the electrode # 2 due a broken wire. However, temperature response and stockert compatibility were found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. Deflection test was also performed and catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The electrical failure on electrode 2 is not related with the event. The catheter passed all other specifications. The root cause of the tamponade remains unknown. The customer complaint regarding an electrical failure was confirmed. However the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model#m-4800-01 serial# (B)(4) stockert 70 system (model# unknown serial# unknown) coolflow pump (model# unknown serial# unknown) (B)(4). (B)(6). (B)(4).